Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "fluid coming out" of device upon insertion and the device "was found with a tear in it." The device made contact with the patient. Surgery was completed with a back-up device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, red particles, and flat creases. A leak test was performed and found a broken shell. A microscopic analysis identified a broken shell with striated edge on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a broken shell with striated edge assessed as surgical damage.

Event description:
Healthcare professional reported "fluid coming out" of device upon insertion and the device "was found with a tear in it." The device made contact with the patient. Surgery was completed with a back-up device.